Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the cause as settings going to 0 ma on its own was not determined. The rep performed reprogramming and provided proper amplitudes and then tested them. The patient was going to see if the issue resolved; the rep has not heard from the patient since meeting with them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that, after the patient depleted the ins battery and fully recharged, the adaptive stimulation (as) intensity levels were going to zero ma on their own for the sitting, upright, mobile and recline positions. The remaining positions were still populated with intensity levels. Technical services (ts) reviewed as programming and confirmation of settings via overview, as well as, tablet reports. The rep did not have access to a previous programming report because they did not conduct the programming. Ts advised the rep that as intensity levels will not spontaneously go to zero and causes should be: patient changed settings and was unaware the ins memorized new zero settings, or previous programming session did not program intensity levels for stated positions. No symptoms were reported. No further complications were reported/anticipated.